Manufacturer narrative:
The field representative provided additional information about this case. The physician believed the loss of capture was due to the patient's scar tissue and was not a malfunction or dislodgement of the lead. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) pacing lead presented to the emergency department with pre-syncopal symptoms. A chest x-ray showed the lead was in the same position as at implant and had not dislodged. However, device interrogation confirmed loss of capture (loc). The pacing impedance measurement was 570 ohms and the r-waves measured 9mv. One week later, the lead was repositioned successfully. No additional adverse patient effects were reported.